Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues low pump flow could not be determined. The instructions for use states ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the field representative was notified of suction and "impella in aorta" alarms. The team did not acknowledge the alarms initially and the patient's condition deteriorated. The patient went into pulmonary edema and was re-intubated. Upon recognizing decreased flows, the p level was adjusted and the issues with flow resolved. The patient's condition improved but when the patient coughed, the alarms continued. The impella support was not interrupted nor replaced.